Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 650 mg/dl while wearing the pod between 24 and 36 hours in the arm. Symptoms reported include hyperglycemia and ketones. The patient was treated with IV (intravenous) insulin and insulin injections. The pod was removed at the hospital. The patient was released after 1.5 days. Upon discharge, the patient was given a long-acting insulin injection then resumed the pump 24 hours later. The patient was also instructed to follow a sick day protocol for the next 4 days, where they administered 1.5 to 2 times the normal amount of insulin to lower ketones. Patient's mother reported being unsure the cannula was properly seated in the infusion site, and after removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.